Event description:
It was reported that during a da vinci surgical procedure, it was observed that the tips on the fenestrated bipolar forceps instrument was not aligned. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip tips to be bent. One grip was bent which caused side to side misalignment of the grip. There was a 0.303 offset at the tips indicating overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage may be due to mishandling/misuse. Failure analysis investigation also found the instrument's distal pulley had scratch marks/abrasion. There were scratches on the surface of the distal pulley. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.